Event description:
The facility's biomedical engineering department reported an infusion pump that failed during patient use. The pump was infusion "tpn" (total parenteral nutrition) on channel a, "il" (intralipids) on channel b, and milrinone on channel c to a pediatric intensive care unit patient when it started alarming. The pump then displayed a failure code 538.320.831 on channel a, and a failure code 714 on both channel b and c. The nurse then changed the pump and restarted the infusions. According to biomed, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and status, rate or medications involved, medical intervention and set up of the infusion device.